Manufacturer narrative:
This device is used for treatment not diagnosis. The review of the production history revealed that this saw attachment was manufactured in july 2008 according to the specifications. In addition the present article has been forwarded to the responsible product development center for further investigation. The examination has shown that the attachment fell apart because the threat was not properly locked. The condition of the squeezer disc shows that it has not been compressed as it should have been according to the repair manual during the repair. No manufacturing related issues that would have contributed to this complaint were found.

Event description:
A device report from synthes (B)(4) provides information from a facility in the netherlands regarding an oscillating saw attachment that became detached during use in an ankle surgery. Prior to touching the device to the patient, the surgeon started the saw. At that time, the attachment (ring part) became detached and fell to the floor. Other parts detached and fell onto the table. The surgeon reattached all parts except for the ring attachment from the floor. The surgeon was able to finish the procedure with the device.

Manufacturer narrative:
Device was used for treatment, not diagnosis. An investigation could not be completed and no conclusion could be drawn as the device was not returned.